Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. Upon opening the device pocket, the patient experienced asystole due to loss of pacemaker output resulting from interaction with electrocautery. Intermittent pauses were noted after electrocautery stopped. During the procedure, the right atrial (ra) lead was showing an isoelectric line upon threshold testing. The ra lead was noted to exhibit loss of sensing and low pacing impedance in bipolar configuration and far field r waves (ffrw) oversensing in unipolar configuration. The physician confirmed the insulation cut on the ra lead visually. The pacemaker was explanted while the ra lead was capped and both were replaced on (B)(6) 2025. The patient was in stable condition.